Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The manufacturer¿s international service technician confirmed the reported issues. The manufacturer¿s international service technician replaced the flow sensor assembly and the power switch overlay. The gas delivery system (gds) assembly was return for analysis. Root cause: the defective u1 on the o2 flow sensor created the air flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that the airflow accuracy test failed and the power light emitting diode (led) turned off. There was no patient involvement.